Manufacturer narrative:
Four screws were used in the surgery, all with product ID: 54740004520 and lot number unknown. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion (plif) surgery at l1/2. Post-op, the patient developed infection, due to which revision surgery (debridement) was scheduled to be performed on (B)(6) 2016. No product malfunction was reported.